Manufacturer narrative:
The customer¿s stated issue of ¿pump over infused¿ was confirmed. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating out of specification. During external inspection a broken upper membrane frame hinge was observed. The broken membrane frame was replaced with a known good part and rate accuracy testing was performed again; the device was now operating in specification. The log review found no obvious programming errors for the heparin infusion. The proximate cause of the customer¿s complaint was identified in this investigation due to the broken membrane frame hinge.

Event description:
It was reported that pump over-infused an entire bag in an hour. The intended rate was 11.4 ml/hr with a 250ml bag of heparin. Received a copy of the customer's medwatch report from FDA which states, ¿the IV heparin (weight based) infusion from new bag started there was no change in the tubing the pump programmed utilized steps and protocol for entering information the rate was 22 cc/hour the total volume for the bag was 250 cc/hour hours later the bag was observed as almost empty the IV infusion stopped the partial thromboplastin (ptt)lab results were elevated, which required ongoing monitoring" received a copy of the customer's additional information letter from FDA which states, ¿the IV heparin (weight based) infusion from new bag started. There was no change in the tubing. The pump programmed utilized steps and protocol for entering information. The rate was 22 cc/hour. The total volume for the bag was 250 cc/hour. Hours later the bag was observed as almost empty. The IV infusion stopped. The partial thromboplastin (ptt)lab results were elevated, which required ongoing monitoring." After confirming with customer, the original settings of 11.4 ml/hr are correct for this event.

Manufacturer narrative:
Concomitant medical devices: 1000 ml baxter bag, lot: 309955, exp: dec-20, 0.9% sodium chloride injection; curos cap attached to proximal smartsite; green cap attached to male luer, 250 ml freeflex bag, lot: 12mkh09, exp: 10-2020, 0.45% sodium chloride injection; curos cap attached to proximal smartsite. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that pump over-infused whole bag in an hour. Rate was supposed to be 11.4 ml/hr with a 250 ml bag of heparin. Received a copy of the customer's medwatch report from FDA which states, ¿the IV heparin (weight based) infusion from new bag started there was no change in the tubing the pump programmed utilized steps and protocol for entering information the rate was 22 cc/hour the total volume for the bag was 250 cc/hour hours later the bag was observed as almost empty the IV infusion stopped the partial thromboplastin (ptt) lab results were elevated, which required ongoing monitoring." Received a copy of the customer's additional information letter from FDA which states, ¿the IV heparin (weight based) infusion from new bag started. There was no change in the tubing. The pump programmed utilized steps and protocol for entering information. The rate was 22 cc/hour. The total volume for the bag was 250 cc/hour. Hours later the bag was observed as almost empty. The IV infusion stopped. The partial thromboplastin (ptt) lab results were elevated, which required ongoing monitoring." After confirming with customer, the original settings of 11.4 ml/hr are correct for this event.